Manufacturer narrative:
Date sent to the FDA: 02/05/2016. The suture was placed continuous. It was reported that dissection of artery was not planned and insertion of prosthesis was an intervention. Actual device was returned for evaluation. Visual inspection was performed on the returned used suture segment. The segment had a broken and mangled end with significantly more manipulation memory consistent with knot tying within 10cm of the broken end. The circumstances and force required to cause the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a subclaviar artery procedure on (B)(6) 2015 and suture was used. During use on the subclavian artery in the descending node, the thread broke. The hole on the artery got bigger and weakened. Dissection of the artery and insertion of a prosthesis teflon occurred. Additional information was requested.